Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called to report an intermittent ¿hissing¿ sound coming from the console. It had not happened in over an hour but wanted to call just in case. Reported checking all connections including the helium tank; ensuring the yoke t-handle and valves were both tightly closed. Because the sound was not occurring during the call the getinge support was unable to hear it, advised the rn to change the console and tag the affected console for biomed to ensure there would be no interruption in therapy. Stated she did not want to change it out yet as the patient had just come from surgery. Suggested notifying the appropriate people to have a backup console ready for when an appropriate time to change it. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device not returned